Event description:
A warm-air device was reported to have malfunctioned during a surgical procedure on (B)(6)2009. The unit and blanket involved were returned to csz on (B)(6)2009. Subsequent evaluation has confirmed that the unit exhibits the same failure as those involved in a recall initiated on 2/16/09. Our records indicate that the user facility was provided the customer recall letter at that time. The letter instructs to inspect all units. The user facility reports that there was no harm to the patient. However, this report submission is to respond to the device malfunction. Additional information from the user facility report: burning odor smelled during surgical procedure. Surgery was paused to investigate odor. Sterility was maintained while surgical field and under drapes were investigated. A forced air warmer was removed. Patient was closely observed during procedure and examined by surgical team post-procedure. No harm to patient observed. Warming blanket noted to be discolored after procedure.

Manufacturer narrative:
(B)(6): model # 135 warmer. Catalog #: 09001 lower body bla. Also reported to manufacturer.